Event description:
This lead was explanted due to fracture and noise, which raised concerns about potential inappropriate shocks. No inappropriate shocks or other adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.